Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the right ventricular (rv) lead exhibited noise oversensing resulting in false high ventricular rate (hvr) episodes. No changes or intervention were done. The patient was in stable condition.